Manufacturer narrative:
Preliminary analysis revealed that normal battery depletion occurred.

Event description:
Reportedly, the pacemaker was explanted after three and a half years due to battery depletion. Preliminary analysis revealed that normal battery depletion occurred.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the pacemaker was explanted after three and a half years due to battery depletion.